Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3998, lot# j0543007v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient was scheduled for an MRI related to the spinal cord stimulator (scs). The patient reported they were thinking about removing the scs because it wasn¿t working right. The patient reported that the healthcare provider (hcp) stated one of the leads was off and floating around so they were going to have to do something, but they had to do an MRI to determine. It was unknown when the problems started. It was noted the patient was going to be seeing a new hcp but no appointment had been made yet, it was pending the MRI. The patient was unable to get an MRI because they didn¿t have an ID card; the MRI was going to be rescheduled. The patient was contacted again and it was verified they had received the ID card but had not made an appointment for the MRI yet. It was reported the patient didn¿t feel any stimulation from his device at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.